Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Reference number (B)(4). Event occurred in egypt, it was reported that on it was reported that the patient had experienced an event of blood glucose (bg) above 600 mg/dl on the first day of infusion set insertion in the abdomen. The event had occurred on 07 sep 2024, resulting in hospitalization for 24 hours due to high bg and positive ketones. The patient had been admitted with a bg value of 600 mg/dl and an sg value above 400 mg/dl. Treatment had included an IV insulin drip. The insulin pump had been in use leading up to the hospitalization. The patient had experienced positive ketones (level 2) and high bg as symptoms. The reason for hospitalization had been ketones and high bg. The infusion set had been changed on the same day. The patient had reported under-delivery issues but had declined to perform further troubleshooting or pump testing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5393262 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5393262 was manufactured according to the work instruction (wi) version 71, on 27/jun/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 31/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level, presence of ketones and symptoms e.g., nausea, vomiting, abdominal pain, confusion) and lot 5393262 and no more complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.